Event description:
It was reported that the ventilator failed during patient treatment. No patient harm was reported. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the printed circuit board pcb dc/dc &standard connectors was replaced and returned for investigation. The received log file revealed that the ventilator generated several alarms confirming the reported failure. The logs revealed that the event date is (B)(6) 2020. The reported failure could be reproduced when the received printed circuit board pcb dc/dc &standard connectors was tested in a test ventilator system. Visual inspection revealed coil (l2) burned/melted on the received printed circuit board pcb dc/dc &standard connectors. According to the fse (field service engineer), visual inspection externally found control cable damaged exposing cables. The exposed cables have most likely caused short circuit and consequently burned/melted the coil (l2). The conclusion is that the burned/melted coil (l2) has caused the +12v source to the screen to be broken and consequently make the screen to became blank. This will not affect on going ventilation.

Event description:
Manufacturer's ref #: (B)(4).